Manufacturer narrative:
The drill attachment was returned to the manufacturer, and the complaint was confirmed. Based on the device evaluation, a broken bur was found within the drill attachment. The cause of the bur breakage is unknown, however, the investigation is on-going. The device could not be repaired and therefore, was not returned to the user facility. A follow up report will be submitted if the investigation results require.

Event description:
It was reported that during a surgical procedure, a bur broke off in the drill attachment. There was no report of any device fragments entering the surgical site. Backup equipment was used to complete the procedure, without causing a delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.